Event description:
During an explant of the ICD for extended charge times, the sp portion of the lead was capped when an insulation defect was observed near the sp connector. The shock coils are still active.